Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which was confirmed via x ray and not affected by heart logic sensors. This ra lead was scheduled to be revised. As of this time, this ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did identify lead characteristics that would have resulted in the clinical observation of dislodgement. The field report and the observation of a twisted lead body indicate twiddlers syndrome, which occurs when a patient turns the pulse generator device in the muscle pocket. This type of induced damage results from a failure to follow instructions.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which was confirmed via x ray and not affected by heart logic sensors. This ra lead was scheduled to be revised. As of this time, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra lead was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which was confirmed via x ray and not affected by heart logic sensors. This ra lead was scheduled to be revised. As of this time, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra lead was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.